Manufacturer narrative:
The devices were not available for evaluation. Additional info has been requested and if received will be provided in a supplemental report.

Event description:
It was reported that, "the pt experienced adverse tissue/metal reaction so the surgeon revised."